Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogging of the auxiliary jet tube, foreign objects in the air/water cylinder and tube as well as in the auxiliary jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is due to cause not established and cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.